Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately and met all design specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests were also performed, and again, normal device function was observed.

Event description:
Boston scientific crm received information that this during a device change-out procedure with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead there were two unsuccessful conversions following the delivery of a 25 joule shock during defibrillation threshold testing (dft). A fault code also presented indicating <20 ohms shocking impedance measurement. The patient was externally shocked and successfully converted. The following day a procedure took place and the rv lead was surgically abandoned and a new rv lead was placed. The device was also explanted and replaced. A problem with the chronic rv lead was suspected. Dfts were successfully performed with the new system in which the patient converted at 17 joules. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
At this time the device has not been returned to boston scientific, crm for analysis. There is no additional information available. If further information becomes available this event will be reopened. Approximately eight months later, this device was returned for analysis. Analysis of the returned product is currently ongoing. This event will be updated upon completion of the analysis.